Event description:
It was reported that (1) tlc75 was used during "lar" procedure. It was reported by the affiliate that the surgeon attempted to fire the device. The device would not fire. Opened another device to complete the case. There was no consequence to patient.